Event description:
This report summarizes two malfunction events. A review of the events indicated that model dl900f vena cava filter allegedly had patient device interaction problem. These reports were received from various sources. Of the two malfunctions, involved patients with no known impact or consequence. The 61 year old patient's gender and weight was not provided. The other patients age, weight and gender was not provided.

Manufacturer narrative:
H10: for the two reported malfunctions, the samples were not returned to the manufacturer for inspection/evaluation but medical records were received. As the lot number for two devices were provided, a lot history review was performed. Therefore, the investigation of the reported malfunction is confirmed for perforation in one event and inconclusive for perforation in the other malfunction. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the two reported events, the samples were not returned to the manufacturer for inspection/evaluation. As the lot number for two devices were provided, a manufacturing review will be performed. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model dl900f vena cava filter allegedly had patient device interaction problem. These reports were received from various sources. Of the two events, involved patients with unknown reported patients injury. The patients age, weight and gender were not provided.